Event description:
This event was captured based on literature review: it was reported that this multi-center study which ran from june 2002 to october 2010 consisted of 19 patients who had visceral artery aneurysms (vaa) treated with stent-grafts. Clinical outcomes were as follows: 26.3% all-cause death; 18.2% stent thrombosis; 9.1% in-stent restenosis ; no additional information was provided.

Manufacturer narrative:
(B)(4): incorrect anatomy. Date of event estimated as date of study. Date of implant estimated as (B)(6) 2002. There was no reported product deficiency and the product was not returned. The reported patient effects of thrombosis and restenosis as listed in the rx graftmaster instructions for use (IFU), are known adverse events associated with coronary stenting procedures. In this case, a conclusive cause for the reported patient effects of thrombosis and restenosis and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It should be noted that the graftmaster is indicated for coronary artery aneurysm, coronary bypass-vein graft aneurysm, acute coronary artery perforation and acute coronary artery rupture per rx graftmaster instructions for use (IFU). The IFU deviation did not appear to have caused or contributed to the reported patient effects. Article: stent-graft repairs of visceral and renal artery aneurysms are effective and result in long-term patency.. The jostent referenced is being filed under separate a manufacturing report number.